Event description:
It was reported that patient with a history of revision surgeries due to infection underwent revision knee arthroplasty on (B)(6), 2011 and subsequently fell. An additional revision procedure was performed on (B)(6), 2012 to remove and replace the tibial bearing due to infection.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2.there are warnings in the package insert that state that this type of event can occur: "early or late postoperative infection and allergic reaction."prior revisions for this patient were reported under manufacturer reference MDR numbers 1825034-2010-00296/00298 & 1825034-2011-00127.